Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient's pedicle was fractured where a bone screw was implanted. The fracture was found via imaging films. The patient underwent, or is scheduled to undergo, revision surgery to explant the screw. No further details were provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.